Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a scale reading error during fill 2 of 4 of treatment. The patient stated that they felt extremely full and some discomfort before disconnecting from treatment. A review of the patient¿s treatment records identified that the patient drained 1898 ml during drain 3, did not fill in cycle 4, and drained 2325 ml during drain 4 of the treatment. This total drain volume of 4223 ml is 211% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they did not complete treatment. The patient stated that they met with their doctor and they have been trying to switch to manual dialysis therapy, which the patient is now doing. The patient confirmed that the switch to manual dialysis therapy was something they have wanted to do for a while and was not a direct result of this event. The patient has received a new cycler but it will be sent back because it is no longer needed. The old cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and go/ no go check. The load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.